Event description:
Pt underwent spinal procedure on 8/6/96. Pt had right thoracic curve 58 degrees pre-operative. He underwent an anterior release one week prior to surgery. During surgery co system was placed from t4-t12. The curve was corrected to 21 degrees using rotation and distraction maneuvers. Everything was normal one hour post-op. During the first night pt lost motor and sensory in lower extremities. Neurological exam revealed t6 level. The following morning the co implants were removed. No or limited improvement in neurological complications. Three days post-op MRI revealed a spinal stroke (infarction) at t3. Surgeon doesn't believe stroke related to implants.